Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received.

Event description:
A micro drill medium straight attachment was sent for evaluation due to overheating during an extraction procedure. The procedure was completed with readily available alternate device attachment; no adverse event was associated with the device.